Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the first clip did not deploy and was removed. A second clip was used; however, the clip was difficult to deploy. Eventually, the clip successfully deployed, and the procedure was completed at this time. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 01, 2019 it was reported that the first clip fell off or misdeployed and was removed.